Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Dimensional evaluation found component to be within appropriate design specification. Root cause of the event was most likely attributed to surgical technique. Corrective actions have been initiated to address the reported issue.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and excessive activity."

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to a screw head being elevated, malpositioned cup and loosening of the ceramic insert due to patient fall.